Event description:
Revision surgery - due to ulna bearing was wearing and surgeon wanted to replace it.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00317; 114800, s805 - wear/excessive wear, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.